Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a battery alert. Device replacement was recommended. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a battery alert. Device replacement was recommended. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: e1 initial reporter phone.